Event description:
It was reported that there were air bubbles noted coming from the balloon prior an attempt to inflate the device during preparation. The device was not used. The physician believed that the balloon was leaked. Another of the same device was successfully used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned balloon catheter found that the balloon was ruptured. There was small amount of crystallized substance present in the inflation lumen and in the balloon. The balloon appeared to be unfolded. No anomalies were observed with the catheter shaft and with the catheter coating. During functional evaluation the balloon was inflated using an encore inflation device filled with water. The balloon was leaking on its balloon section. Due to the leak (ruptured balloon) the balloon could not be inflated. No friction or resistance was noted when advancing a demonstration guidewire through the guidewire lumen. No other anomalies were noted. Per the device directions for use: "do not prepare or pre-inflate the balloon prior to deployment, other than as directed. Use balloon purging technique described in the operational instructions." The balloon purging technique is performed to remove air in the balloon and balloon lumen, but does not instruct to pre-inflate the balloon. The relation of this to the reported issue could not be determined. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on review and analysis of available information and the investigation results, the cause of the reported issue cannot be conclusively determined.

Event description:
It was reported that there were air bubbles noted coming from the balloon prior an attempt to inflate the device during preparation. The device was not used. The physician believed that the balloon was leaked. Another of the same device was successfully used to complete the procedure. There was no patient involvement.

Event description:
It was reported that the physician was unable to inflate a balloon during a basilar artery angioplasty. The physician believed that the balloon was leaked. Another of the same device was successfully used to complete the procedure with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation; so the reported event could not be confirmed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information and investigation results failed to identify a definitive root cause for the reported event and observed issues. The device is not available to the manufacturer.